Event description:
Reported indicated that a pt had a 'small area of redness' over the generator site. The physician stated it may be a 'superficial skin infection'. Antibiotics were prescribed and the redness resolved. The pt remains on vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.